Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of gastrointestinal injury ('other arm maybe at the lumen of the bowel') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced gastrointestinal injury (seriousness criterion medically significant) and anorectal discomfort ("she came in with some rectal pressure yesterday"). Essure treatment was not changed. At the time of the report, the gastrointestinal injury and anorectal discomfort had not resolved. The reporter provided no causality assessment for anorectal discomfort and gastrointestinal injury with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: there is only one arm visualized. Amendment: the report was amended for the following reason: following company internal coding review, the reported event "other arm maybe at the lumen of the bowel" was recoded to the meddra llt: traumatic intestinal perforation. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('other arm maybe at the lumen of the bowel') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant) and anorectal discomfort ("she came in with some rectal pressure yesterday"). Essure treatment was not changed. At the time of the report, the device dislocation and anorectal discomfort had not resolved. The reporter provided no causality assessment for anorectal discomfort and device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: there is only one arm visualized. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.